Manufacturer narrative:
Updated b5. Updated g3. Updated h6: replaced code f15 with f2301. Replaced b15 and b18 with b13, b17, and b11. H11: gore® tag® thoracic branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system. The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). The manufacturing evaluation could not be completed since the serial number is not available. The information was requested but the number was not provided. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. According to the instructions for use (IFU) for gore® dryseal flex introducer sheath: "possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath or any introducer sheath or in any endovascular device insertion procedure and which may or may not require intervention include, but are not limited to: embolization (micro or macro) with transient or permanent ischemia."

Event description:
The following was reported to gore on september 29, 2025, from the imedidata study database: on (B)(6) 2025, the patient underwent endovascular treatment for an aneurysm in the thoracic aorta, as an extension of a previously implanted device. The reason for the treatment is a reintervention of a prior endovascular procedure. No endoleak was reported. During this procedure gore® tag® thoracic branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system were introduced using gore® dryseal flex introducer sheath. An adverse event was reported, regarding an acute right limb ischemia, related to the use to gore® dryseal flex introducer sheath. An endarterectomy with patch was performed and the issue was successfully resolved. According to the physician, the event did not occur because of the sheath but because of the patient's arteriosclerosis condition. The patient tolerated procedure. No further information was provided.

Event description:
The following was reported to gore on september 29, 2025, from the imedidata study database: on (B)(6) 2025, the patient underwent endovascular treatment for an aneurysm in the thoracic aorta, as an extension of a previously implanted device. The reason for the treatment was a reintervention of a prior endovascular procedure. No endoleak was reported. During this procedure the gore® tag® thoracic branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system were introduced using a gore® dryseal flex introducer sheath. An adverse event was reported, regarding an acute right limb ischemia, related to the use of gore® dryseal flex introducer sheath. An endarterectomy with patch was performed and the issue was successfully resolved. The patient tolerated procedure.

Manufacturer narrative:
Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. According to the physician, the event complication was due to the patient's arteriosclerosis condition. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.